Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Bsc ID # (B)(4) /tw# (B)(4).

Event description:
It was reported via medwatch report # mw5076724 that patient death occurred. The patient presented with complaints of headache and bilateral leg pain for 3 weeks. Tpa was directly injected into clots that were obstructing stents. After a 15 minute waiting period the dissolving clots were suctioned out; however, a fragment of plaque was noted which was lodged and embolized adjacent to the right groin sheath. An angiojet® solent¿ omni catheter was used in attempts to aspirate the plaque but it became dislodged to the right popliteal artery. The decision was made to directly puncture the right superficial femoral artery with ultrasound antegrade. The angiojet® solent¿ omni catheter was used to aspirate the thrombus/plaque. There were no other complications and all puncture sites were closed with angioseal devices. 20 minutes post procedure the patient was noted oozing from right groin. Subsequently the patient became hyposensitive and concomitantly tachycardic. The patient remained in critical condition, requiring multiple blood transfusions. Patient was not stable enough for surgical intervention. Patient passed away the same day.